Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation and instability. Patient was diagnosed with a brain tumor and underwent a tumor resection. Afterward, started having trouble with shoulder; presented as dislocated on exam and was dislocated on x-ray. As a result, approximately 1 year and 4 months after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 300-30-10 - equinoxe preserve stem 10mm: (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0:(B)(6), 320-10-00 - equ rev tray adapter plate tray +0: (B)(6), 320-06-38 - glenosphere 38mm: (B)(6), 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s shoulder dislocation and subsequent revision that was reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.